Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during the insert of a poly insert trial, the insert broke down the middle. We took out and used another insert.